Manufacturer narrative:
This report filed january 18th, 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use, however; the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was re-implanted with a new device during the same surgery. The report is filed november 11th, 2015. Device not received by manufacturer.